Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 15 events were previously reported during the reporting quarter: however: 1 event was reported in error. 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-01859. 13 previously reported events are included in this follow-up record. Product return status: 13 devices were received.

Event description:
This report summarizes 13 malfunction events in which the device had run-on. 13 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 15 device investigation types have not yet been determined. 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had run-on. 15 events had no patient involvement; no patient impact.